Event description:
Customer reported that two devices were placed following breast reduction. The pt then presented to the surgeon's office 2 weeks post op with drainage difficulty and formation of a hematoma associated with one device. The dr noted clots had formed in the connector. The drain was irrigated with saline solution. The dr opines that drainage could not pass through a narrowed connector resulting in the formation of clots and hematoma. The pt is reported as fine.